Manufacturer narrative:
(B)(4) corrected data: d10, g1, g6, h2, h6. D4, h4: fisher & paykel healthcare (f&p) have requested further information about device details, however, the healthcare facility reported that the device was discarded and the details were not provided. Product background: the opt942 optiflow + adult nasal cannula is a nasal cannula patient interface for delivery of humidified respiratory gases, including those who are receiving nasal high flow therapy (nhf). The cannula consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). This allows the device to be light weight and durable. The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Optiflow + interfaces are designed for use with the airvo series humidifiers and are also compatible with the fisher & paykel healthcare (f&p) mr850 and 950 humidification system devices. Optiflow + interfaces are intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. Optiflow + interfaces are not intended for life support and appropriate patient monitoring must be used at all times. Method: the complaint opt942 optiflow + adult nasal cannula was not returned to f&p for evaluation. F&p's investigation is based on the information and photograph provided by the healthcare facility, previous investigations of similar complaints, and f&p's knowledge of the product. Results: visual inspection of the photograph provided by the healthcare facility revealed that the tubing of the opt942 optiflow + adult nasal cannula was detached from the 3-way connector. The photograph provided by the healthcare facility also revealed that adhesive tape had been used to reattach the tubing and the 3-way connector. The film of the tubing was wrinkled which indicates the damage was consistent with an external force being applied to the tubing. There were no patient consequences reported by the healthcare facility. Conclusion: f&p's investigation was unable to determine the exact cause of the observed damage to the opt942 optiflow + adult nasal cannula. Based on f&p's knowledge of the product the tubing was likely subjected to excessive force. The healthcare facility stated that the subject device had been in use for two days. Manufacturing controls include inspections during production for visual defects to the optiflow + tubing and the swivel, including cracks, tears, moulding defects, contamination, inclusions, discoloration and stretching or deformation. The optiflow + tubing is also inspected for any assembly defects, including confirmation the swivel and 3-way connector are connected with the correct engagement. The subject opt942 optiflow + adult nasal cannula would have met the required specifications. The user instructions which accompany the opt942 optiflow + adult nasal cannula show in pictorial format the correct placement and fitting of the cannula, including ensuring the head strap clip and the tubing clip are appropriately attached. The user instructions also state: "do not crush or stretch tube, to prevent loss of therapy." "Ensure head strap clip is attached, to prevent cannula from being pulled out of the nares." "Cannula can become unattached if not used with the head strap clip." "Attach tubing clip to clothing/bedding to prevent cannula from pulling off face." "Appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." "Failure to use the set-up described above can compromise performance and affect patient safety."

Event description:
A distributor reported on behalf of a healthcare facility in china that an opt942 optiflow + adult nasal cannula was found damaged during patient use. The healthcare facility stated that the subject device had been in use for two days. There was no patient consequence.

Event description:
A distributor reported on behalf of a healthcare facility in china that an opt942 optiflow + adult nasal cannula was found damaged during patient use. The healthcare facility stated that the subject device had been in use for two days. There was no patient consequence.

Manufacturer narrative:
(B)(4). D4, h4: fisher & paykel healthcare (f&p) have requested further information about device details, however, the healthcare facility reported that the device was discarded and the details were not provided. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. F&p will provide a follow up report upon completion of f&p's investigation. Product background: the opt942 optiflow + adult nasal cannula is a nasal cannula patient interface for delivery of humidified respiratory gases, including those who are receiving nasal high flow therapy (nhf). The cannula consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). This allows the device to be light weight and durable. The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Optiflow + interfaces are designed for use with the airvo series humidifiers and are also compatible with the fisher & paykel healthcare (f&p) mr850 and 950 humidification system devices. Optiflow + interfaces are intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. Optiflow + interfaces are not intended for life support and appropriate patient monitoring must be used at all times.